Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the additive port cap of a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was loose and resulted in a leak. It was further reported that the cap of the port cannot be tightly screwed. This issue was detected at the dispensing room prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from may 28, 2019 - may 29, 2019. H10: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and no leak was observed from the additive port. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.